Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown screws, part# ni, lot# ni.

Event description:
It was reported the patient experienced skin irritation around implant site approximately eight (8) years following implantation of temporomandibular joint implants. A metal allergy test was performed and a nickel allergy was confirmed. A revision is not currently planned and the patient is in stable condition. Attempts have been made and no further information has been provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The dhrs for these products could not be reviewed due to the part and lot numbers remaining unknown. There are no indications of manufacturing defects. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding allergic reaction, (B)(4), which is no greater than the occurrence listed in the application fmea. The most likely underlying cause is the patient's reported sensitivity to nickel. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.